Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported a patient receiving gablofen (concentration 1000mcg/ml, dose 93mcg/day) via implantable pump for cerebral palsy and intractable spasticity had in increase in spasticity. The healthcare professional (hcp) was not sure if there was an issue, but did note that the pump was loose in the pocket which occurred after the current replacement pump was placed. The rep was not provided with much information related to diagnostic testing performed or if dosing was increased. The rep was told by the hcp that they would most likely replace the pump with another 40 ml pump. An x-ray was provided to the rep and the hcp thought the catheter had severed next to the pump connector and they thought there may be fluid in the pocket. A partial explant was performed on (B)(6) 2015. The hcp opened the pocket and the catheter was intact. They were able to aspirate 3cc of fluid through the catheter access port (cap). The hcp thought it "pulled hard" and decided to replace the pump segment of the catheter. The pump was replaced with a 40 ml pump and the pump segment of the catheter was removed and replaced. The spinal segment of the catheter remained implanted. Even though everything looked alright, the hcp sent the devices back for analysis. The resolution of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter (lot # n381756004) found no significant anomaly. The sc connector had a tear in the seal near the guide ring. Analysis of the pump (sn (B)(4)) found no anomaly.